Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a preparation for an endovascular treatment procedure, a shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. During preparation, little resistance was felt upon removing the balloon catheter from the protection hoop. Upon removing, a fracture was noted at the guidewire exit port. It was further noted that the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 24.9cm from the catheter tip. The returned device had the balloon protector attached over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. No further damage was noted to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during a preparation for an endovascular treatment procedure, a shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. During preparation, little resistance was felt upon removing the balloon catheter from the protection hoop. Upon removing, a fracture was noted at the guidewire exit port. It was further noted that the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.